Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the guide wire could not enter the lead, and the inner part was very clogged and hard-going. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.